Manufacturer narrative:
(B)(4). Additional information received from a nurse: the cause of the peritonitis was a vaginal fistula. A batch review was conducted for the potentially associated lot number h12c30049 and h12g27079. No exceptions were observed that were related to the reported condition. This complaint for peritonitis - no malfunction or use error is not confirmed because no samples were returned to baxter and the user did not describe any types of use errors that might have caused potential contamination. A root cause could not be determined.

Event description:
This is a report of peritonitis in a patient coincident with dianeal therapy for peritoneal dialysis (pd). The patient was not hospitalized for the peritonitis. The patient reported "the catheter tubing got tangled up inside the bowel" and surgery was performed. Upon follow up, the nurse confirmed that the patient did experience peritonitis. The cause of the peritonitis was unknown. Treatment was not reported. Dianeal therapy was ongoing. The patient recovered from this peritonitis event. Since this event, the patient has been having issues with a vaginal fistula that has caused a "false peritonitis". Same patient as (B)(4). This is report 2 of 2.

Manufacturer narrative:
(B)(4). This report of peritonitis was received with no alleged device malfunction or use error; therefore, a sample was not requested. Should additional information become available, a follow-up report will be submitted. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.